Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6)2010 to report that pt removed a failed sensor four days after insertion. The sensor had not provided readings for the final three days of the session. Pt's mother reported that the sensor wire was not present upon removal and believes it remained in pt's skin. Pt was fine at the time of his mother's call.